Event description:
As reported, 3.0 x 300 .014 saber balloon catheter was opened and prepped in sterile field, as per the instructions for use (IFU). The operator inserted the device to the target lesion. The balloon was inflated and burst while inflating. The operator attempted to removed balloon catheter; however, the balloon catheter broke at junction of balloon and rapid exchange shaft and stayed in patient. The operator was successful in removing the broken piece/segment from the patient. An additional unknown balloon was used to complete case. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, 3.0 x 300 .014 saber balloon catheter was opened and prepped in sterile field, as per the instructions for use (IFU). The operator inserted the device to the target lesion. The balloon was inflated and burst while inflating. The operator attempted to removed balloon catheter; however, the balloon catheter broke at junction of balloon and rapid exchange shaft and stayed in patient. The operator was successful in removing the broken piece/segment from the patient. It is unknown how the pieces were removed from the patient. An additional unknown balloon was used to complete case. There was no injury to the patient. The device was stored properly per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The vessel was noted to have no tortuosity. There was no resistance/friction while inserting through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel or while crossing the lesion with the balloon cath. The catheter was never in an acute bend and was never kinked during use. Multiple attempts were made without success regarding product return. The device was not returned for analysis. A product history record (phr) review of lot 2306278360 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ and "body/shaft- separated¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics, procedural factors and handling of the device contributed to the events reported. However, without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported events. According to the instructions for use, which are not intended to mitigate risk, ¿carefully inspect the catheter prior to use to verify that the catheter has not been damaged and that its size, shape and condition are suitable for the procedure for which it is to be used. Flush or rinse all products entering the vascular system with sterile isotonic saline or a similar solution via the guide-wire access port prior to use. Never attempt to move the guide wire when the balloon is inflated. Do not advance the catheter against significant resistance. The cause of resistance should be determined via fluoroscopy. Inflation in excess of the rated burst pressure may cause the balloon to rupture. Use the recommended balloon inflation medium (25% contrast medium/75% sterile saline solution). It has been shown that a 25/75% contrast / saline ratio has yielded faster balloon inflation / deflation times. Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/ introducer sheath as a single unit. Do not continue to use the balloon catheter if the shaft has been bent or kinked.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, 3.0 x 300 .014 saber balloon catheter was opened and prepped in sterile field, as per the instructions for use (IFU). The operator inserted the device to the target lesion. The balloon was inflated and burst while inflating. The operator attempted to removed balloon catheter; however, the balloon catheter broke at junction of balloon and rapid exchange shaft and stayed in patient. The operator was successful in removing the broken piece/segment from the patient. It is unknown how the pieces were removed from the patient. An additional unknown balloon was used to complete case. There was no injury to the patient. The device was stored properly per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted to the device prior to inserting into the patient. The vessel was noted to have no tortuosity. There was no resistance/friction while inserting through the rotating hemostatic valve. There was not difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon cath. The catheter was never in an acute bend and was never kinked during use. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.